Manufacturer narrative:
The customer¿s gas tank sample was not returned to the manufacturer for evaluation. The manufacturer analyzed their retain sample which showed that the product was sulfur hexafluoride and that the sample passed all release criteria. The customer's sample was submitted to a third party for evaluation where it was confirmed to be high purity sulfur hexafluoride. Two trace level impurities estimated at less than 0.01% were found, which are typical trace-level sulfur hexafluoride impurities observed in medical grade sulfur hexafluoride samples. As there was no problem found with the sample, the root cause of the reported suspect of different gas cannot be determined conclusively. The root cause of the reported adverse reaction and medical intervention could not be determined. Data will continue to be monitored for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical manager reported that ophthalmic gas was instilled into a patient's right eye after which the bubble continued to expand despite three post operative taps leading to subsequent removal of the gas from the eye. The patient reportedly has no vision in the affected eye. Additional information has been requested. Additional information received further clarified that the procedure performed was a pars plana vitrectomy with gas and laser in the right eye to repair a retinal detachment. The ophthalmic gas used was mixed with 30% ambient air. The patient's vision is currently stated to be hand motion detection only.